Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged low reservoir anomaly, prime/fill anomaly, and unresponsive keypad found on 11/24/2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. All buttons function properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the pump downloaded history on 08/12/2021 at 16:07:40.000. Confirmed pump alarm insulin flow blocked alarm on 11/24/2021 at 23:35:53.000 in pump downloaded history. No unexpected insulin flow blocked alarms in pump history download. Device passed the keypad voltage test. Device was cut open to perform visual inspection and found evidence of moisture damage¿on the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), corroded motor home switch, and minor scratches on lcd window. In summary, customer allegation for low reservoir anomaly, prime/fill anomaly, and unresponsive keypad was not confirmed; however, moisture damage was confirmed on motor and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had prime anomaly. Customer is issue with the priming process. Insulin was not squirting out after motor stops during manual and tubing process no harm requiring medical intervention was reported. Customer did not receive complete stated on the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.